Event description:
It has been reported to philips that the c-arm would not move. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm would not move. Upon further inspection, the fse found that contamination in the rails was causing the c-arm to not move. The fse cleaned the rails. After cleaning the rails, the system was returned to use in good working order. The codes were updated based on the investigation outcome.